Event description:
It was reported that the device had an unknown accuracy issue. There was patient involvement but no patient harm.

Manufacturer narrative:
Please disregard this MDR. It was reported by the customer that the device reported on this MDR (8015 alaris pcu 1.5 module s/n (B)(6)) was in use during the same patient event as what was reported on MFR report # 2016493-2021-51357 (suspect device is 8110 alaris syringe module s/n 15254616). 8015 alaris pcu 1.5 module s/n (B)(6) was determined to be a concomitant.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 08aug2018. The review was performed from the date of manufacture to the present date 12apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had an unknown accuracy issue. There was patient involvement but no patient harm.